Manufacturer narrative:
The affected journey articular insert assembly tool was not returned for evaluation. Therefore a product analysis could not be performed. After repeated requests, smith and nephew has been unable to obtain device details. Complaint history review could not be performed with any accuracy due to lack of batch information. Smith and nephew has an outstanding request with the reporter for information. The assembly tool is a reusable device that can be exposed to numerous surgeries; damage from repeated use can occur. Several potential factors that could contribute to the reported event, as reusable instruments are susceptible to damage from prolonged use and through misuse or rough handling. To avoid compromised performance or damage, it is recommended the device be inspected prior to/after each use and cleaning. Without the return of the actual product involved and no batch information available, our investigation of this report is inconclusive. Should additional information be received, the complaint will be reopened.

Event description:
It was reported that device broke during surgery. No delay and backup device available.